Event description:
The dealer states that the bolt that holds on the foot plate on the front rigging of the chair has broken and the foot plate is broken off.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.